Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log. The device was put through extensive testing without duplicating the reported malfunction. The device's digital board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. The battery was removed and re-installed and the device powered on with display. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.